Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via a manufacturer representative regarding a device used for spinal therapy. It was rep orted that, the tip of awl broken when surgeon was making pilot holes. No fragment of broken awl left inside patient body. The driver was stripped when tried to adjust the pedicle screw. While adjusting the gold nut on x10 crosslink, the instrument was stripped. P rocedure/technique performed was anterior lumbar interbody fusion and posterior lumbar interbody fusion. There were no patient symptoms or complications reported. No further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis of part # 7967003 ; lot # im16f008 visual inspection confirmed the tip of the awl has been bent due to bend stress overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.